Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2010-05247 addresses the other device. It was reported to boston scientific corporation that an endostat iii electrosurgical unit and a sensation micro oval snare were used during a polypectomy procedure performed on (B)(6) 2010. According to the complainant, during the procedure the generator was set to 35 in the "coag" mode. However, the setting was brought down to 30 when the physician thought the snare was getting too hot. The procedure was completed with this endostat iii electrosurgical unit. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2010-05247 addresses the other device. It was reported to boston scientific corporation that an endostat iii electrosurgical unit and a sensation micro oval snare were used during a polypectomy procedure performed on (B)(6), 2010. According to the complainant, during the procedure the generator was set to 35 in the "coag" mode. However, the setting was brought down to 30 when the physician thought the snare was getting too hot. The procedure was completed with this endostat iii electrosurgical unit. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4):the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
On (B)(4), 2010, bsc became aware of a complaint involving this endostat iii electrosurgical unit (refer to mfg's report number 3005099803-2010-05144) and an injection gold probe (refer to mfg's report number 3005099803-2010-05145) used during a procedure on (B)(4) 2010 where "the injection gold probe was getting too hot". On (B)(4) 2010, bsc became aware that a second event occurred, during another procedure on (B)(4) 2010, involving the same endostat iii which is the subject of this report and a sensation micro oval snare (refer to mfg's report number 3005099803-2010-05247) where " the snare was getting too hot". On (B)(4) 2010, bsc received confirmation from (B)(6)(nurse at (B)(6)) that the endostat iii in question had been used since (B)(6) 2010 and was reported to be working fine. On (B)(4) 2010, bsc received additional information that the endostat iii had been tested at the account and was found to function properly. (B)(6) (biomed technician at (B)(6)) further indicated that the unit had been used successfully in several procedures since (B)(6) 2010 and was being retained at the account for continued use. As the endostat, injection gold probe, and snare are not available for investigation, the root cause for the reported events that the snare and probe were "getting too hot" cannot be conclusively determined. Device not returned.